Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure and that the alarm could not be cleared. The blood glucose reading was 95 mg/dl. The customer later stated that he was able to clear the alarm and was able to deliver the bolus. He noted that he was driving to work and did not have time to troubleshoot. He reported that when he tried to bolus again, the device seemed to be working. The caller stated that he would monitor his blood glucose levels and perform an infusion set change if he observed rising blood glucose levels. He said that the device worked great generally, but when it messed up, it was at the worst times. He advised that he would call back if necessary. Nothing further reported.